Event description:
It was reported that during a coronary stenting treatment procedure, the radiopaque polymer-tip of the pt graphix intermediate guidewire was seen floating freely in the vessel. The wire had been used as a rail for both the balloon and the stent in the procedure. The physician believes that the wire tip will not have any negative effect on the patient's clinical status in the future, therefore, it will not be removed. Patient status is listed as 'fine'.